Manufacturer narrative:
(B)(4). Date of initial report: 01/31/2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the coag side of the rocker switch did not return smoothly; it felt like it was stuck. The device was replaced with another. There was no patient injury.